Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9.1 cm in diameter abdominal aortic aneurysm, 5.5 cm in diameter left iliac artery aneurysm and a 4.4 cm in diameter 4.4 iliac aneurysm approximately three years ago. The proximal neck was 18-20 mm in diameter and 18 mm in length. The left common iliac artery was 20 mm in diameter. The patient presented emergently, a CT revealed the rupture was most likely in the left common iliac artery however, the exact rupture site is unknown due to adhesion of a hematoma. After the patient was admitted due to the rupture, procedure was not executed upon request from the family. Since no procedure was executed, the physician could not determine the relation between the device and the event. The physician stated that the patient was lost to follow up and that there was no causality between this event case and the relevant device. The CT taken after the patient was admitted to the hospital showed that the device was not completely adhered to the vessel and caused chronic type ib endoleak, but there were too many hematomas and ruptured area that was not able to be identified. The physician concluded that the event is not device related.